Event description:
1995 augmented bilateral with mentor saline implants. No problems until recent mammogram with subsequent deflation of lt implant. 2001 pt underwent removal of bilateral implants (lt deflated). Pt was augmented with mentor saline mammary prostheses.